Event description:
It was reported that a user experienced hyperglycemia after announcing a fruit shake as a smaller meal than consumed, with additional unannounced snacks, leading to a blood glucose peak of 374 mg/dl; the ilet delivered correction and brought glucose down, and the user received education on accurate meal announcements and meal size selection. Symptoms included headache. Outcomes included elevated glucose with device-delivered correction and no hospitalization. Investigation included a troubleshooting review and user education focused on meal announcement best practices. Investigation of this case revealed no device malfunction and that incorrect meal sizing and unannounced intake contributed to the hyperglycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error.